Event description:
Complainant alleged that during biomed testing the device displays "pacer fault 117" message. Biomed observed that the unit would charge and discharge up to 75j but not higher. After more attempts to charge device, device displayed "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.